Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 261 mg/dl. Customer had bolused once, however bg levels continued to trend upwards. Customer's contact indicated that they will change out the site and deliver an additional bolus. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made that bg levels be discussed with the customer's healthcare provider.